Event description:
It was reported to olympus, that a telescope had a damaged connection. It is unknown, when the reported issue was found. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress. Therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed, the eyepiece was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. In addition, the following non-reportable malfunctions were found during the device evaluation: poor lighting due to broken light guide and deterioration of the light guide end face. Olympus will continue to monitor field performance for this device.

Event description:
The reported event was found during inspection for use prior to an unspecified therapeutic procedure.